Event description:
It was reported when using the pyxis medbank system, there was a drawer failure which was offline. The users were able to issue the medications, there was also a delay to the patient's workflow, and confirmed that there was no harm to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a drawer and module board. A field service engineer replaced the module board, cycled power, leds illuminated. Powered off and reconnected drawer boards. The system functioned as intended after the field service engineer troubleshooted the device.